Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that there is no known cause of the por, but it has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's tremor movement disorders. It was reported that the manufacturing representative received a message from a healthcare provider (hcp) regarding a 0x400 por code. It is unknown if the patient¿s therapy stopped. There were no symptoms reported. No further complications were reported or anticipated.